Event description:
It was reported that the user dropped the ilet while working on a car, resulting in a cracked screen and damage to the device¿s display component. Symptoms included no adverse clinical effects. Outcomes included the user transitioning to multiple daily injections and continuing cgm use until a replacement arrived. Investigation included customer interview and logistical review of device replacement and return. Investigation of this device revealed physical damage consistent with accidental impact to the screen/display assembly, with no malfunction of internal electronics reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to accidental damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.